Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that this right atrial lead exhibited high pacing impedances of greater than 2000 ohms. The programming was changed to a unipolar setting and the patient will be monitored for now. To date, there have been no adverse patient effects reported.